Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated that covers from spring arm and headlight, arm brake and elements of handle were missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. It was stated that handle was damaged, components from spring arm were missing as well as particles fell down from the device due to cracked headlight¿s cover. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing components from spring arm and elements of handle, as well as missing particles due to cracked headlight¿s cover, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was or was not being used for patient treatment. A review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the malfunctions investigated herein is low when it comes to missing components from spring arm and damaged handles, while it is very low for the occurrence of headlight cover cracked with indication of missing particles. As stated by subject matter expert at the manufacturer¿s site, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).